Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, migration'), uterine perforation ('perforation uterus, migration') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included tubal ligation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), chronic"), dyspareunia ("dyspareunia (painful sexual intercourse), chronic"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, dermatitis allergic, vaginal discharge, fatigue, alopecia, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal discharge to be related to essure. The reporter commented: essure removal is scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) conducted: (unspecified): yes, result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: incident category updated. Previously reported event injury replaced by new events perforation fallopian tubes, uterus, migration, pregnancy, pregnancy terminated, device ineffective, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, chronic, pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), allergy rash/skin condition, vag discharge, fatigue, hair loss, migraines and headaches. Patient dob added. Reporter information and product indication updated. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, migration/ only one microfilament is in place on the right/ the left fallopian tube is widely patent.') And uterine perforation ('perforation uterus, migration') in an adult female patient who had essure (batch no. 627759,634987) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included tubal ligation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), chronic"), dyspareunia ("dyspareunia (painful sexual intercourse), chronic"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have a pregnancy with contraceptive device ("pregnancy"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, dermatitis allergic, vaginal discharge, fatigue, alopecia, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal discharge to be related to essure. The reporter commented: essure removal is scheduled. Discrepancy noted insertion date - (B)(6) 2009. Each tubal ostium with less than 18 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2020: failed essure. Findings: the initial film demonstrates a single microfilament on the right. Partial filling of the endometrial canal reveals some intracavitary filling defects perhaps related to active menses. There was prompt filling of the left fallopian tube with free spill into the peritoneal cavity on the left. The right tube appears to be occluded by the essure device although the uterus was not fully distended. Impression:only one microfilament is in place on the right and it was not tested with complete pressurization of the endometrium. The left fallopian tube is widely patent.. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted: (unspecified): yes, result: unknown. Lot number: 627759; manufacturing date: 2008/08; expiration date: 2010/08 . Lot number: 634987; manufacturing date: 2009/04; expiration date: 2012/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, migration/ only one microfilament is in place on the right/ the left fallopian tube is widely patent.') And uterine perforation ('perforation uterus, migration') in an adult female patient who had essure (batch no. 627759,634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included tubal ligation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), chronic"), dyspareunia ("dyspareunia (painful sexual intercourse), chronic"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have a pregnancy with contraceptive device ("pregnancy"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, dermatitis allergic, vaginal discharge, fatigue, alopecia, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal discharge to be related to essure. The reporter commented: essure removal is scheduled. Discrepancy noted insertion date-27aug2009. Each tubal ostium with less than 18 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-feb-2020: failed essure. Findings: the initial film demonstrates a single microfilament on the right. Partial filling of the endometrial canal reveals some intracavitary filling defects perhaps related to active menses. There was prompt filling of the left fallopian tube with free spill into the peritoneal cavity on the left. The right tube appears to be occluded by the essure device although the uterus was not fully distended. Impression:only one microfilament is in place on the right and it was not tested with complete pressurization of the endometrium. The left fallopian tube is widely patent. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted: (unspecified): yes, result: unknown. Most recent follow-up information incorporated above includes: on 11-dec-2020: medical record received- lot number was added. Reporter information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.